Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapler was used with the reported reload? What anatomical structure was device fired on? What is meant by ¿not aligned correctly¿? Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Please confirm that the leak was observed in the same area where the staple line was over-sewn. What is the current patient status?

Event description:
It was reported that in the first stapling the staples were not aligned correctly and some were left open, the doctor over sutured in order to avoid a posterior fistula and proceeded with the procedure, while the other stapling occurred correctly. 14 days after the procedure, the patient needed to be reopened, the staples, that was not properly aligned broke, causing a fistula.